Event description:
Information was received indicating that a smiths medical portex® bivona® tracheostomy tube broke at the flange while in use with a patient. There were no reported adverse patient effects.